Manufacturer narrative:
Refer to reg. Report 2649622-2021-22120 for information regarding the related event . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday the doctor had trouble tunneling and may have damaged the lead because it came up at shorted 01. They reconnected at the ins and lead and also the lead and extension with no change. The doctor reported he thought he was shearing the electrode at the lead/extension connection so he left it alone. Patient weight is (B)(6) lbs.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported an attempt to troubleshoot at the site of the battery was made by disconnecting and reconnecting twice. The lead-extension junction was attempted as well, but the doctor noted it would do more damage ti disconnect since ¿the electrode was starting to sheer as they were attempting to unscrew.¿ due to this the hcp left it as is. Post-operative impedance testing was performed in recovery with no change to the noted short. At the current time there was no plan to take further action.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.